Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) has been completed. The reported problem (battery will not work when placed on charger) has been confirmed. Upon eval, the battery pack was found to have bent pins in the connector. Pins 1, 2 and 3 were bent and prevented the battery from successfully communicating with the charger. The root cause of the bent pins cannot be positively identified but may have resulted from physical abuse. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) old male pt's daughter contacted zoll customer support to report battery/charger faults. The pt received a replacement battery pack.